Manufacturer narrative:
After the procedure, the hosp discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.

Event description:
The hosp reported that a pt who had an endoscopic vein harvesting procedure using the hemopro back in 2009 has an internal thermal burn wound that appears to go from internal to externally on the pt. This pt is currently in an extended care facility not related to this injury. The surgeon suspects that the wound was due to the hemopro device. The physician's assistant and the maquet account mgr were both present during this case the same day, and they did not observe any product malfunction at the time the procedure was performed.